Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump shut down automatically and gave only an acoustic alert. Caller stated display is black. Caller reported there was no m22 (battery depleted) and w32 (battery low) in the history. No adverse event reported. Requested return of the alleged device for evaluation.